Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, using the radial approach, crossing difficulties and a stent dislodgement occurred. The 90% stenosed lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery (rca). The lesion was predilated with a maverick 2.5mm balloon catheter. The physician was unable to cross the lesion with the taxus liberte drug eluting stent delivery system (sds), and during withdrawal of the sds, resistance was encountered. The physician pulled the guide catheter and wire all the way to the sheath, however, upon removal of the guide catheter, it was noted that the stent had dislodged from the sds. Fluoroscopy revealed that the stent had embolized to the wrist, and the physician elected to leave it there. The procedure was completed successfully with an unspecified device. No patient injuries or complications were reported. The patient's condition is reported as "stable."

Manufacturer narrative:
The stent remains in the patient and the delivery device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.